Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that when attempting to power on their device, the screen would flicker and shut off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that when attempting to power on their device, the screen would flicker and shut off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was sent a replacement device. Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was the single board computer of the system pcb assembly. The returned device was archived by stryker.